Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the outer jacket of the driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained data from 03feb2021 to 04mar2021 and captured one isolated elevation of pump power and flow. A specific cause for the observed elevation could not be conclusively determined through this evaluation; however, it was captured during a pulsatility index (pi) event. No other notable events were observed. The pump appeared to have operated as intended above the low speed limit throughout the log file. Multiple attempts were made to obtain additional information from the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the heartmate ii IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also addresses how to care for the driveline and outlines indications of driveline damage as well as how to respond to such events. The heartmate ii patient handbook is also currently available. Section 4 of the patient handbook, "living with the heartmate ii," contains a section titled "caring for the driveline". Section 6, "caring for the equipment," discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had exposed driveline wires. Due to the pictures and lack of alarms the damage was considered cosmetic. Rescue tape was applied to the area. There were no reported alarms and nothing in the history. The log file review observed a high flow of 11.1 lpm. This is usually seen when something was building up in the rotor.